Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer didn't do anything to address the bg level. Cts provided pump reset information and assisted caller with resetting the pump and resumed insulin therapy.